Event description:
During ablation the temperature decreased rather than increased. The flexability ablation catheter and connecting cable were replaced but the issue remained. Then a generator malfunction error displayed. The procedure was canceled and there were no adverse patient consequences.

Manufacturer narrative:
Visual inspection of the returned generator confirmed all connectors, switches, and labels appeared to have no physical damage. The evaluation was unable to confirm the field reported event. The returned generator was powered up and the unit completed the post (power on self test) successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. Review of system log files provided inconclusive data as no anomalies were found for the reported event date. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.